Event description:
Describe event or problem: suspected deflation.

Event description:
Deflation right saline implant with unilateral replacement with another brand due to hutchison ide status. Initial use device.